Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Device 1 of 2 related manufacturer reference number: 1627487-2019-12186.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 1 of 2. Related manufacturer reference number: 1627487-2019-12186. It was reported the patient experienced ineffective stimulation. Diagnostics revealed high impedances on two of the patient¿s leads, and x-rays confirmed both leads were fractured. To address the issue, the physician explanted and replaced the two fractured leads at left l4 and left s1.